Manufacturer narrative:
Analysis was updated with results from mtc. Pal analysis found the hybrid to be fully functional with nominal static current drain of 3.34'a average. No physical anomalies such as solder bump extrusion or shorts were observed. The cause of the safe state transition could not be determined.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump hybrid had a prescription table corruption due to an undetermined cause. It was noted in the logs that the pump suffered a prescription table corruption that caused the pump to reset into safe bode at some point while implanted. The hybrid was sent to (B)(4) for further analysis. If a root cause is established, the afc may be updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, a pump used to deliver intrathecal baclofen (dose and concentration unknown) was returned with no initial complaint. The pump was explanted on (B)(6) 2016 and replaced with another synch ii pump.